Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited b30 scope communication error and foreign objects in c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, b30 scope communication error occurred. However, the most probable cause for foreign objects in c-cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.